Event description:
It was reported that the tip of the device broke off during irrigation. A small piece of plastic was noticed to be missing. The wound was irrigated and no plastic was found in the wound. There were no adverse consequences and no medical intervention reported. Attempts to contact the account to obtain further info have been unsuccessful. If further info is obtained a follow-up report will be filed.

Manufacturer narrative:
The device will not be returned to the MFR for eval.